Event description:
The pt was implanted with her scs system on (B)(6) 2011. It was reported that the pt was feeling stimulation around the rib cage. An x-ray showed the lead moved up to t7. As a result, the pt had a revision and is doing well. She has good coverage in all pain areas.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.